Event description:
It was reported, the colonovideoscope had a scope communication error. The issue occurred during preparation for use for a diagnostic enteroscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: tianjin cancer hospital affiliated to tianjin medical universitythe device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the following investigation, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit and the circuit board inside the connector, which led to the occurrence of this event. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use (IFU): chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.